Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a routine device replacement, when the right atrial (ra) lead was connected to the new device there was a lot of noise on the electrogram (egm) and impedance was greater than 3000 ohms. The ra lead was removed from the device and re-connected with the same results. Then the ra lead was removed and connected to analyzer cables and sensing was acceptable and there was less noise on the egm but still some noise and impedance was 625 ohms. When the physician put tension on the lead while hooked up to analyzer cables noise was reproduced. The ra lead was again inserted in the device and when the physician pulled on the lead there was noise, oversensing and high impedance. The right ventricular lead pace/sense was placed in the atrial channel of the new device to confirm there was not a problem with the atrial port and there was normal sensing and impedance. The ra lead had a possible fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.